Manufacturer narrative:
Dark current is a known side effect of the beam generation and it can only be recognized by an absolute dose measurement during imrt qa, such as in this reported case. Investigation of the system service records showed that the system had significant dark current dose rate in the past and was resolved by reducing beam parameter ipfn. Siemens service engineer confirmed that the parameter was changed back at some point to ipfn=pfn (for unknown reasons), which allowed the dark current to go back to a significant value. When there is a considerable dose generated due to the dark current, this dose must be measured by the dosimetry and considered for the overall dose calculation. As the affected site uses flat beams, as opposed to unflat beams that may result in higher dose, the dose that might be caused by dark current is low ( 0.4 mu for pauses). The reported issue reveals that there is a defect in the fc3 firmware. In 2013, a field safety notice (th024/13/s) was distributed to all users using systems with multiple x option. In 2014, a field safety corrective action (th015/14/s - fc#3 firmware update) was performed on systems with multiple x option to reduce the dark current. The required update has been performed on the reported system and the issue has been corrected.

Event description:
It was reported to siemens on (B)(6) 2016 that significant dark current was emitted from the system while in pause status during intensity-modulation radiation therapy (imrt) treatments when using the 15mv photon energy. This issue was discovered by the user during plan quality assurance (qa). Related interlocks did not activate. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).